Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The cause of the low blood glucose levels was unknown. It was stated that the paramedics were unable to get an IV into the customer's arm, and took him to the hospital. Troubleshooting was performed, and all of the programming was correct. The caller stated that the insulin pump was exposed to x-rays in the past. The insulin pump passed the displacement test. The caller stated that the customer may also have pneumonia. It was stated that the customer was taking medication for on abscess on his leg. The customer is also on medication for parkinsons, and frequently experiences seizures. Found that the customer's fixed prime amount was set to 3.0, which was incorrect. Assisted with the correct amount. Advised the caller that the insulin pump would be replaced due to the x-ray exposure. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have cracked battery tube threads and a scratched display window.